Manufacturer narrative:
" Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. "

Event description:
It was reported that a infusion adapter c100-o experienced separation of the injector and mating component and leakage during use. The following was reported by the initial reporter: " it was reported the part of the phaseal connected to the chemotherapy bag just fell off from the connection without any touch from anyone and started spilling the chemotherapy on the floor. Verbatim: per bd rep: update: there is no sample to sent in by customer. They did not keep the sample described in report. Si-111158- while hanging a bag of chemotherapy on the patient's IV pole, the part of the phaseal connected to the chemotherapy bag just fell off from the connection without any touch from anyone and started spilling the chemotherapy on the floor. The nurse immediately inverted the bag to prevent further spillage on the floor and IV pump. Nurse was fulled equipped with ppe including chemo gown, double gloving, n95 mask and faceshield but noted some small wet drops on the face shield. Chemo spill protocol carried out. Affected nurse took a shower and changed all scrubs. Affected nurse is unsure if the chemotherapy spilled on his scrubs. Pharmacy was notified regarding replacement of chemotherapy and also regarding the incident. New chemotherapy started on patient." Update from the bd rep: there is no sample to sent in by customer. They did not keep the sample described in report. Do you happen to have the lot#? Not given. We understood that there are no samples available, is there any photo available? No. Further requests not required, no additional information or product will be provided by the complainant."